Event description:
It was reported that the pt experienced withdrawal symptoms, with a return of symptoms and sweating after driving/traveling to visit family in a different state. The pt was filled 2.5-3 weeks before the event was wasn't due to get refilled for approximately 18 days. It was noted that the withdrawal symptoms were residing, but the pt still had lack of effect and was using a heating pad to treat his pain. There was concern that the pump was not working. The pt later went to the emergency room. No pt treatment or outcome was reported. The drug contained in the pt's pump was not reported. Additional info has been requested, but was not available as of the date of this report.